Event description:
Boston scientific crm received information that this patient experienced syncope and was admitted for evaluation. All device based testing was noted to be normal. The next day, while having an echocardiogram, the patient was lying on their left side and right ventricular (rv) loss of capture (loc) was observed. An x-ray was performed and the rv lead appeared to have moved, it was determined that a lead revision would be necessary. During the rv lead revision, the stylet was unable to be fully inserted into the lead, therefore, the rv lead was removed. While explanting the rv lead, it became engaged with the right atrial (ra) lead and changed the loop in the lead. It was decided to explant the ra lead as well. A new ra and rv lead were successfully implanted. It is not clear if the lead was implanted in the atrial or ventricular position.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.